Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, and the sheath appeared normal upon opening and preparation. Once inserted into the body, the physician tried aspirating the sheath, but additional bubbles kept coming after aspirating multiples times. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, and the sheath appeared normal upon opening and preparation. Once inserted into the body, the physician tried aspirating the sheath, but additional bubbles kept coming after aspirating multiples times. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.